Manufacturer narrative:
The devices were not returned for analysis. The production records for this product could not be reviewed because the part numbers and lot numbers were not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. A definitive cause for the unspecified device issue could not be determined. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, occlusion, vascular dissection and stenosis, and the relationship to the product, if any, cannot be determined. The death not related to reported adverse event. The patient effects of hemorrhage, occlusion, vascular dissection and stenosis are listed in the electronic proglide instructions for use as potential adverse events associated with the use of the device. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided.

Event description:
This is being filed based on literature review. The study compared the results of multiple transcatheter aortic valve replacement (tavr) procedures using proglide devices. The intention of this study was to compare the vascular complications of patients using proglide devices. One group used one proglide device while the other group used two proglide devices. Bilateral arteriotomies were performed via the pre-close technique for all access sites. The rate of vascular complications were low; however for proglide, included the following: unspecified device failures, bleeding, occlusion, stenosis, and dissection requiring the use of surgery, covered stents, manual compression, and additional devices. 15 deaths occurred; however, none were related to the use of proglide devices. The article concluded that the use of one proglide device was a viable alternative to using two proglide devices. It had higher technical success for access closure and lower vascular complication rates. Specific patient information is documented as unknown. Details are listed in the attached article, "application of single versus double-proglide devices for vascular access closure after transfemoral transcatheter aortic valve implantation in korean patients." No additional information was provided.